Event description:
My surgeon used the medtronic infuse which has required me to visit my doctor frequently - as well as cause many other complications - such as pain - required me to have another revision surgery.